Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the display was not clear, as a result the display was replaced. (B)(4).

Event description:
It was reported that the programmer could not start up. The programmer was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Further review prompted a change in the device analysis results. The change is reflected in this report under conclusion code(s).